Event description:
It was reported that the lead had large far-field r-waves, indicating oversensing. It was also reported that the lead was implanted after the use before date (ubd). The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and the outer insulation was kinked/buckled, had a white substance on it, and had a cosmetic depression. The lead was stretched and there was apparent explant damage.